Manufacturer narrative:
Complaint evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty battery. The customer is sending battery back to philips for analysis. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The battery will be replaced under the warranty. O further evaluation is required at this time.

Event description:
It was reported to philips that the battery fails to charge. There was no patient involvement.